Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also reported that the right ventricular (rv) lead exhibited high impedance, no capture and had a suspected fracture. The lead was partially explanted and replaced. The distal portion of the lead was capped and remains in the patient. The remainder of the implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.